Event description:
Customer reported a stator not on error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power motor relay pcb. System operates as intended.